Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels reached 39.9 mmol/l (718.2 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported leaking of insulin at the infusion site (arm) and possible dka (diabetic ketoacidosis). Symptoms reported include vomiting, dizziness, light headedness, thirst, fever, arrhythmia and redness at the infusion site. The patient went to the hospital by ambulance and was treated with 20 units of insulin via pen, place on an intravenous therapy drip and given anti-nausea medication. They also perform a electrocardiogram (ECG) test and blood work. The patient was released after 12 hours.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak.